Manufacturer narrative:
An event of thrombus on the left atrial (la) disk of the implanted device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. It was suspected to have heparin induced thrombocytopenia due to recent heart catheterization. There were no reported complications and no accusations made against abbott device. Thrombus is a possible outcome of the procedure per the amplatzer asd instructions for use, arten600038247 revision a. Please note, per the amplatzer asd instructions for use, arten600038247 revision a. "The amplatzer¿ delivery system is intended to facilitate the attachment, loading, delivery, and deployment of the amplatzer¿ septal occluder device." Unknown size amplatzer treviso delivery system was used. Since there was no accusations made against abbott device no letter will be sent.

Event description:
It was reported that on (B)(6) 2024, a 26mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure using unknown size amplatzer treviso delivery system. The activated clotting level was slightly over 200 seconds, and heparin was administered twice. Prior to the procedure, transesophageal echocardiogram (tee) showed a clot in the right atrium likely attached to a triple lumen catheter in the ij ( internal jugular). The device was positioned on the atrial septum successfully and released. A small clot was then noted on the left side of the heart on the left face of the newly implanted asd occulder. At that time, heparin was stopped and the patient was switched to angiomax. The physician suspected that the patient had developed a heparin-induced thrombocytopenia (hit) due to recent heart catheterization. The patient was being monitored in the hospital. There were no reported complications and no accusations made against the asd device that was implanted. The patient was reported stable.

Event description:
It was reported that on 11 april 2024, a 26mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure using an unknown delivery system. The activated clotting level was slightly over 200 seconds, and heparin was administered twice. Prior to the procedure, transesophageal echocardiogram (tee) showed a clot in the right atrium likely attached to a triple lumen catheter in the ij ( internal jugular). The device was positioned on the atrial septum successfully and released. A small clot was then noted on the left side of the heart on the left face of the newly implanted asd occluder. At that time, heparin was stopped and the patient was switched to angiomax. The physician suspected that the patient had developed a heparin-induced thrombocytopenia (hit). The patient is being monitored in the hospital. There were no reported complications and no accusations made against the asd device that was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.